Event description:
It was reported that patient experienced pain at the implantable pulse generator site. Patient denies any traumas or falls and has had no weight fluctuations. The device was explanted, and a new device was implanted deeper into the pocket site. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.